Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went into complete heart block during attempted implant of the right ventricular (rv) lead. The patient was reportedly unable to be paced through the lead. The lead was removed and a different lead was used to complete the implant. No further patient complications have been reported as a result of this event.